Manufacturer narrative:
Investigation summary: bd received no customer samples or photos in support of this complaint. Therefore, 10 production lot retention samples from the bd inventory were functionally tested and the customer's indicated failure mode of underfill as not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: during the blood collection process, the negative pressure is insufficient. No adverse effects to patients."